Event description:
The plaintiff's attorney alleged that the pt experienced two sudden cardiac events. Approximately two years and four months after the initial sudden cardiac event, the pt experienced a second cardiac event and expired the same day. It is further alleged that these events were caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional info.